Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose level was 10.4 mmol/l. The customer states few error got cleared and few customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump alarmed pump errors immediately after battery installation and power error during self-test due to lithium backup battery was not properly connected to printed circuit board. After reconnecting the internal battery connector on printed circuit board the insulin pump was monitored and is functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.